Event description:
It was reported that the patient¿s glucose level rose to 380 mg/dl while wearing the pod, on their arm, between 5 and 24 hours. Investigation of returned device found the cannula to be torn. The device was originally reported for leaking during wear. Details regarding treatment were not reported.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The exposed portion of the soft cannula was found to have a tear on the left and right side. The tears caused a leakage. Fluid was observed exiting a tear. It could not be determined when the tears occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.